Event description:
A high readings issue was reported with the adc device. A customer reported receiving a sensor scan that was ¿30 or nothing¿ higher when compared to a capillary result, which was ¿too low¿. The customer experienced symptoms described as ¿extreme hypoglycemia, eyes turn away, hands shock, and dropping stuff¿ and was unable to self-treat. The customer had contact with a healthcare professional who provided "pure ranja" (fruit syrup orange) as treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. A customer reported receiving a sensor scan that was ¿30 or nothing¿ higher when compared to a capillary result, which was ¿too low¿. The customer experienced symptoms described as ¿extreme hypoglycemia, eyes turn away, hands shock, and dropping stuff¿ and was unable to self-treat. The customer had contact with a healthcare professional who provided "pure ranja" (fruit syrup orange) as treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Event description:
A high readings issue was reported with the adc device. A customer reported receiving a sensor scan that was ¿30 or nothing¿ higher when compared to a capillary result, which was ¿too low¿. The customer experienced symptoms described as ¿extreme hypoglycemia, eyes turn away, hands shock, and dropping stuff¿ and was unable to self-treat. The customer had contact with a healthcare professional who provided "pure ranja" (fruit syrup orange) as treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed with the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). No failure modes were observed on the sensor plug assembly upon visual inspection. The sensor was de-cased and replaced the battery with a known good; the sensor was reprogrammed to perform sim vivo testing (simulation of the electrical signal produced by the sensor tail) while in the test fixture; however, unable to activate the sensor and the sensor went to sensor state 6 after reprogramming (early termination). An extended investigation has also been performed. Visual inspection was performed on the de-cased sensor and no physical damage was observed. The returned sensors pcba(printed circuit board assembly) was inspected, no issues were observed. The returned battery voltage was measure to be outside of the specification. The solder was re-flowed to the asic (application specific integrated circuit), and re-programmed to perform accuracy test and returned sensor will not activate. The sensor data could not be extracted resulting in the inability to perform a accuracy test. To test the complaint of high readings, a accuracy test must be performed. Therefore, this issue is unable to test. All pertinent information available to abbott diabetes care has been submitted.